Event description:
As reported by end user hospital, a pt had an 8f vaxcel port implanted in a right internal jugular on (B)(6) 2008. The catheter portion of the device was found to be broken about 1cm form the hub of the port on (B)(6) 2011 and the port was removed. There was no injury or complications to the pt.

Manufacturer narrative:
The investigation into this event is on-going. The complaint reporter has been contacted in an effort to obtain additional details on the event and confirm the availability of the used device for evaluation. Upon completion of the investigation, a supplemental medwatch will be submitted. (B)(4).